Event description:
It was reported that the insulin pump was leaking, indicating a possible leak of insulin from the reservoir. The customer's blood glucose was 6.4 mmol/l. The customer was assisted with programming the insulin pump and was able to do so successfully.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.